Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13838. It was reported the pt had been hospitalized for two weeks due to an infection. It was noted no cultures were taken and the location of the infection is unk. The pt was treated antibiotic infusion therapy. No further info is available at this time.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.